Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised. The device failed integrity test of bent.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The 5mm, 33cm peek monopolar handle 33cm was visually inspected and it was noted that the shaft is bent . The instrument passed the insul scan test, however the IFU manual states "if damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes could be user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised. The device failed integrity test of bent.